Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the air/water cylinder had no color; suction cylinder had no color; free-engage knob was deformed; adhesive around the objective lens had white-clouded area; adhesive around the light guide lens had white-clouded area; adhesive on bending section cover had white-clouded area; connecting tube and universal cord had a wrinkle; and video cable had a buckling. Due to wear of angle wire, the play of up/down knob is out of the standard value. Due to wear of angle wire, the play of right/left knob is out of the standard value. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the colonovideoscope had bowden cables that needed to be tightened and the cap had broken off on the adjusting wheel. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the jet tube had remains of white foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due insufficient reprocessing. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): detection methods are written in IFU: gif/cf-170 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.